Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris texium secondary set experienced leakage which lead to patient not receiving the entire dose of medication. The following information was provided by the initial reporter: chemotherapy dripping from between the male leur and the texium end. This resulted in a chemo spill and patient did not receive the entire dose of the medication - oxaliplatin.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-jun-2022. H6: investigation summary. The customer reported dripping between the texium and the male luer. The sample came with these two attached, and when the set was primed, there was no leakage. However, the connection was not normal. The texium was extremely tight in the luer, and they could not be separated. The texium was also not inserted fully into the male luer threads, it appeared to be threaded incorrectly. Perhaps the medication or other solution crusted around the connection and prevented further leakage. The complaint will be verified as connection issues. The sample was sent to the manufacturing site for further investigation and they found the root cause to be the torque fixture for the assembly of the connection. A quality alert was issued to the assembly personnel to address the issue. A device history record review for model 40000-07t lot number 22019006 was performed.

Event description:
It was reported that the bd alaris texium secondary set experienced leakage which lead to patient not receiving the entire dose of medication. The following information was provided by the initial reporter: chemotherapy dripping from between the male leur and the texium end. This resulted in a chemo spill and patient did not receive the entire dose of the medication - oxaliplatin.